Event description:
It was reported that during ess (endoscopic sinus surgery), a brand-new diamond bur was unpackaged and used to cut the bone, but after a few seconds the bur was damaged (broke off). The procedure was continued using a back-up device, and completed with no delay or adverse effect. The bur was discarded by the hospital because the patient's blood adhered to it. No additional medical intervention was needed as a result of the malfunction. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).